Event description:
Customer reported leakage at the green connector during transfusion. No clinical consequence. No sample available. The complaint device was not returned for investigation. We checked our retain samples and our production documents without finding any deviation. Without the complaint sample a more detailed analysis is unfortunately not possible for us. Based on these results this complaint is not reproducible for us.